Manufacturer narrative:
Additional information: d9, e2, e4, g2, h7, h9 updated d9 as product was received with completed investigation. The customer¿s report that a syringe module was infusing at a higher rate than expected could not be confirmed or replicated during this investigation. Inspection: the inspection process performed on syringe module s/n (B)(6) found it to be in fair condition. Test results: functional testing was performed with the syringe module s/n (B)(6) , pcu s/n (B)(6) , and a lab monoject 35 ml syringe. Performed user keystrokes taken from the event log to program the last noted recorded infusion for the source syringe module. The infusion programming details displayed on the syringe module and infused as expected. Root cause: the root cause of the customer¿s report that a syringe module was infusing at a higher rate than expected could not be identified in this investigation. Device history review: a review of the syringe module device history record showed the device had a manufacture date of 02/10/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that an lvp 8100 was infusing an unspecified medication at a "rate of 4 when it should have been infusing at a rate of 2" according to the nurse. Although requested no further information was provided.

Event description:
It was reported, that a syringe 8110, was infusing an unspecified medication at a "rate of 4. When it should have been infusing at a rate of 2", according to the nurse. Although requested, no further information was provided.

Manufacturer narrative:
Correction: short description to be corrected to syringe 8110. B5: device name adjusted to 8110, product grid tubing. Adjusted to syringe tubing.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an lvp 8100 was infusing an unspecified medication at a "rate of 4 when it should have been infusing at a rate of 2" according to the nurse. Although requested no further information was provided.